Event description:
Implants were removed because of infection. Incisions would not heal. A month later capsulectomy was performed on both sides. Mastectomy was in 2000. Left incision opened - expander was exposed. Expanders were removed and implants put in.